Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The unit sparked when an attempt was made to power it on. The unit was replaced.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned. A test power supply was used for performance testing due to the extent of damage to the ones returned to avoid electrical hazard. Unit was powered on with no discrepancies multiple times and passed diagnostic test with test power supply connected directly to it. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.